Event description:
Caller alleged discrepant inratio results. Results as follows: date: (B)(6) 2014, inratio: 5.5, lab: 3.5, time between tests: -2 hours. Therapeutic range: 3.0-4.0. Caller reports touching finger to the sample well and adding multiple drops of blood to the test strip.

Manufacturer narrative:
It is indicated that product is not returning for eval. Since the product associated with the complaint was not returned, a review of in-house testing was performed. Retain strip testing results met both accuracy and repeatability criteria. The products performed as expected and no product deficiencies were observed. Improper techniques were identified in the complaint. These cannot be ruled out as a possible root cause for the unexpected results. The customer has lupus. Testing with an aps-insensitive laboratory method is recommended for these pts. The customer's current health status cannot be ruled out as a possible root cause for the unexpected results. The mfg records for the lot were reviewed. The non-conformance associated with this lot was not relevant to the initial complaint nad does not affect product performance. Based on the info available, there is no indication of a product deficiency. No corrective action is required at this time.